Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen needle¿ ultra-fine iii cannula broke off during use. The following information was provided by the initial reporter: material no.: 320108, batch no: 8143539. The pen needle broke off at the non patient end as it was being attached it to the insulin pen. The needle hub kept spinning rather than attaching. Verbatim: consumer reported that the pen needle broke off at non patient end as he was attaching it to the insulin pen, he noticed the problem when the needle hub kept spinning rather than attaching. This occurred about two weeks ago. Consumer does not re-use, said he is a long time user of pen needles. Lot # 8143539, product # 320108, exp 05-2023. Problem occurred a few days later with same box and lot. He believes that the broken needle is still in the pen.

Event description:
It was reported that bd pen needle¿ ultra-fine iii cannula broke off during use. The following information was provided by the initial reporter: material no.: 320108; batch no: 8143539. The pen needle broke off at the non patient end as it was being attached it to the insulin pen. The needle hub kept spinning rather than attaching. Verbatim: consumer reported that the pen needle broke off at non patient end as he was attaching it to the insulin pen, he noticed the problem when the needle hub kept spinning rather than attaching. This occurred about two weeks ago. Consumer does not re-use, said he is a long time user of pen needles. Lot # 8143539, product # 320108, exp 05-2023. Problem occurred a few days later with same box and lot. . He believes that the broken needle is still in the pen.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.